Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0210680456, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's left lead migrated/dislodged. There was stimulation ineifficiency on their right upper limb tremor. The patient's tremor wasn't improved by stimulation. The patient was reprogrammed on (B)(6) 2017 and again on (B)(6) 2017, but the different programming did not improve the right upper limb tremor. The lead migration was diagnosed through imaging on (B)(6) 2017. The etiology stated the event was related to the device/therapy, and not related to the implant procedure. The event is ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional diagnostics included examination on (B)(6) 2018 which noted improvement in tremor since lead replacement, although tremor still presented. Additional interventions included reprogramming on this same date. The plan was to see it tremor disappeared at next consultation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product : 3389-40, lot#: 0210680456, implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the lead was explanted and replaced on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3389-40, lot# 0210680456, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the issue was still ongoing as of (B)(6) 2018. Actions included reprogramming on (B)(6) 2017. No further complications were reported/anticipated.